Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, regarding unable to update timing alarm. The esp personel reviewed troubleshooting options to the user. User was appreciative of the information shared. No harm or ijury reported.